Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+2.0/111 (sphere/cylinder/axis), within the same surgery due to lens was implanted upside down and tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).